Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a hole in the cylinder. Two weeks prior to the surgery the patient presented to the hospital with the device no longer working properly. Upon examination the hole in the right cylinder was found. The cause of the hole was not identified. After the surgery the patient was stable.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinder was visually inspected and functionally tested. The cylinder has fold that indicate possible buckling of the cylinder in the proximal cylinder body. There was a leak in the cylinder body attributed to wear at fold; a hole was present. The kink resistant tubing (krt) was worn to the filament; no leak was found in the krt. Product analysis concluded that identified fluid leak in cylinder is the most probable cause of the reported allegation related to infusion or flow issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a hole in the cylinder. Two weeks prior to the surgery the patient presented to the hospital with the device no longer working properly. Upon examination the hole in the right cylinder was found. The cause of the hole was not identified. After the surgery the patient was stable.